Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported broken off/detached cannula or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that when the patient removed the pod after wearing it for 72 hours the cannula broke off from the pod and remained in the patient's skin. The pod has been discarded. No further information has been provided.